Manufacturer narrative:
Concomitant medical products: product ID: a810; serial# unknown; product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 2 mg/ml at 0.5149 max, 24 hour 0.7526 via an implanted pump. A pump programming error occurred. The reason for the call was to find out why the refill interval continued changing. The rep requested the pump logs be looked at. It was determined, the refill interval was operating as intended, however, it was determined the hcp kept changing either the dose, the ptm activations, or the concentration at a majority of the refills. It was reported the patient had been on morphine 4 mg/ml at 0.7745 mg/day and marcaine 40 mg/ml at 7.745 mg/day. They changed to dilaudid 2 mg/ml and marcaine should have been 35 mg/ml, but they programmed 40 mg/ml on 2020-jun-22 and did not catch it until the september refill. It was noted that was when it started having a large amount left but telling them to bring the patient back earlier. A bridge bolus was performed on (B)(6) 2020. The hcp entered marcaine with 40 mg/ml from (B)(6) 2020 when it was corrected to marcaine 35 mg/ml. This programming error would not have impacted the refill interval. On 2020-jul-06, only a reprogram was done, and the pump logs showed to refill the pump before 2020-aug-11 with a current reservoir volume of 16.9 mls. The pump was interrogated again on 2020-aug-03, and showed a reservoir volume of 8.4 mls, and to refill the pump before 2020-sep-15. On 2020-sep-01 the pump was interrogated again; the expected residual volume was 20mls and they pulled out 12 mls per hcp notes written on the 2020-sep-01 report that a volume discrepancy occurred. This was not reported on the call with the rep. Another bridge bolus was performed, and marcaine was changed to 35 mg/ml (from 40 mg/ml). The pump was interrogated again on 2020-oct-07 with the pump reservoir volume at 10.3 mls and refill date showing 2020-nov-23. At this time, the patient was receiving dilaudid 2 mg/ml at 0.4682 mg/day and marcaine 35 mg/ml at 8.193 mg/day via the implanted pump. Patient symptoms were not reported. On 2020-oct-16, the rep called for further explanation on the reports, refill interval, etc. The report from 2020-sep-01 was reviewed, and it was noticed the patient had 0 myptm activations since (B)(6) 2020, and it was reviewed since it reads the verbiage, the hcp must have updated the pump twice this date to see if there was another report that would read "beginning of session, reservoir volume 12 ml" to address the hcps concern that it read 20 ml on (B)(6) 2020. Additional information was received from the rep on 2020-oct-30 indicated the patient¿s weight was unknown. Regarding the volume discrepancy that was initially reported, it was clarified the discrepancy was personal therapy manager (ptm) related. The patient did not use the ptm so the expected volume was different. The physician assistant did not understand until it was explained to her. No further action was taken. No further complications were reported.